Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 1688t st jude lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing, which could not be replicated with pocket manipulation or isometrics. The lead remains in use. No patient complications have been reported as a result of this event.